Event description:
An young adult male with generalized abdominal pain was having surgery. The bersi or berci closure device instrumentation malfunctioned during closure. When the surgeon started closing, the closure device tip broke off within the subcutaneous tissue. X-ray was called and using a c-arm, under fluoroscopy, the tip was located and retrieved from the patient's body. A final abdominal film was taken and cleared to confirm there were no retained foreign objects. The instrument was removed from service. No harm to patient.